Event description:
It was reported the customer was experiencing high blood glucose of 600 mg/dl and lows in the 38 mg/dl. Customer's foster mom thinks the low occurred due to over correcting for a meal. Customer's foster mom was advised to call back when customer was there to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.